Event description:
It was reported that pump experienced a malfunction alarm with code 12, and no events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if problem returned.